Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Based on similar reports, a potential cause for mechanical damage to the teflon pad is operator¿s technique. The device instruction manual contains several warning statements to prevent thermal and mechanical damage to the teflon pad: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that in the middle of a tubal ligation procedure, about 80% of the teflon pad became detached from the jaw, exposing metal underneath the pad. There was no reported patient injury or device fragment falling into the patient. The procedure was completed using another similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and update the lot number. The device was returned to olympus for evaluation. The evaluation confirmed the complaint for partially detached teflon pad with metal exposure. The teflon pad was deformed and cross split, with metal exposed under the pad. There was no damage to the probe.